Event description:
It was reported that before an unknown procedure, it was found that the package was damaged before the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: one sealed 5dcs package was returned for analysis with no sales unit carton. The 5dcs complaint sample was visually inspected and it was noted that the package was in poor condition with wrinkles in the top stock. It was confirmed that the fmp lid stock material was damaged over the knob area of the device. It appeared that significant compression of the package had pressed the fmp and molded it around the knob. The fmp lid stock was dye tested per (B)(4) and the dye did not penetrate the area. The material was damaged, but there were no holes in the package. The complaint event for damage was confirmed. It is suspected that the damage occurred external to the ees packaging facility due to the excess handling and compression of the package. The carton was not returned for inspection and it is possible that the package was stored outside of its carton. Packages are 100% inspected prior to placement into sales unit cartons. Batch history review showed that no rework or unusual handling occurred on the packaging prior to certification and release.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: was the packaging just damaged without any holes or tears in tyvek? No. Or was there a hole or slit in tyvek wrapper? There was a hole in the tyvek.